Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve into a previously implanted non-m edtronic 29 millimeter (mm) surgical valve, no pre-implant balloon aortic valvuloplasty (bav) was performed. The valve was loaded once and loading was confirmed with visual, tactile and fluoroscopic inspection. The transcatheter valve did not expand fully when deployed to 80%. The valve was recaptured. On the second deployment attempt, the valve did not fully expand again and an infold was observed. It was reported that the target implant depth was 3-5 mm using the cuspal overlap technique with attempted alignment of the commissures. The delivery catheter system (dcs) and transcatheter valve were removed from the patient. A new valve and dcs were prepped. A pre-implant bav was performed with a 24mm non-medtronic balloon. The new, second transcatheter valve was then implanted successfully. A delay in the procedure occurred due to the need to prepare and use a second valve, along with the bav. No adverse patient effects were reported. Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve into a previously implanted non-medtronic 29 millimeter (mm) surgical valve, no pre-implant balloon aortic valvuloplasty (bav) was performed. The valve was loaded once and loading was confirmed with visual, tactile and fluoroscopic inspection. The transcatheter valve did not expand fully when deployed to 80%. The valve was recaptured. On the second deployment attempt, the valve did not fully expand again and an infold was observed. It was reported that the target implant depth was 3-5 mm using the cuspal overlap technique with attempted alignment of the commissures. The delivery catheter system (dcs) and transcatheter valve were removed from the patient. A new valve and dcs were prepped. A pre-implant bav was performed with a 24mm non-medtronic balloon. The new, second transcatheter valve was then implanted successfully. A delay in the procedure occurred due to the need to prepare and use a second valve, along with the bav. No adverse patient effects were reported.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.